Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The pump was returned to the biomedical dept with an unsigned note that stated, "pump hung bottle of med, tubing sucked chamber dry and air entered line. Nurse caught, no alarm.' Though requested, the customer contact has declined to provide any specific pt info, pump programming, further event details and pt outcome.

Event description:
Reporter alleged that the inform meter has melted pins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.